Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: no unexplained power interruptions were observed in the black box download. No data was found in the black box from the time of the reported intermittent power due to continued use. No damage was found to the battery cap. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. The battery cap attached securely to the pump. The pump was exercised for 24 hours with no power issues occurring. The battery cap contact height was found within specifications. The battery cap contact measurements were found within specifications. The pump was opened and no damage was found to the power circuit. The alleged intermittent power issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.